Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch #: unk. Additional information requested: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Does the surgeon believe the vessel was under any tension when the stapler was applied? Can you provide further information regarding what is meant by ¿staple line coming a drift?¿? What was the indication for surgery? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that after removing the specimen in a right laparoscopic nephrectomy, the surgeon closed the incision and had a re-look with the laparoscope which is his normal practice. It was quite clear that the renal artery was not adequately secured despite having been a very simple stapling maneuver with the artery having been completely dissected beforehand. Essentially, the staple line had come adrift and only clot was keeping the artery closed. This was dealt with two titanium clips and a hemolock.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2022 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.